Event description:
Related manufacturer report number: 2938836-2017-30614. During follow-up, several non-sustained oversensing episodes were observed due to lead noise. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29955. During follow-up, several non-sustained oversensing episodes were observed due to noise. Technical support suggested reprogramming of the device to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The field report of noise was not confirmed. As received, a complete lead was returned in one piece. X-ray examination of the entire lead was normal. Electrical testing did not find any indication of conductor fractures due to explant damage to the inner insulation the lead failed the hi-pot test. Other damage found is consistent with that occurring at the time of explant procedure.